Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Device not returned.

Event description:
It was reported the patient's left hip was revised due to dislocation. A 43mm uhr bipolar component and 26 -3 lfit head were revised to a 43mm uhr bipolar component and a 26 +4 femoral head. Rep confirmed there are no allegations against the revised femoral head, and confirmed that no further information will be released.